Event description:
It was reported that on literature review "study of postoperative spin metastases in humeral shaft fractures and their effects on shoulder joint function", 1 patient experienced a postoperative humeral varus malformation of 10.6 degrees after treatment of a humeral shaft fracture with a trigen humeral nail. There is no confirmation on whether a medical intervention was necessary to resolve this event. Further details on the patient's outcome are unknown at this time. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). The research of the postoperative malrotation of humeral shaft fracture and the correlative analysis between the deformity and the shoulder function. Doi: 10.3969/j.issn.1008-1070.2011.08.016.

Manufacturer narrative:
H10: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that per the complaint details, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).